Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's buttons must be pressed more than once and it grinds to rewind. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify rewind anomaly and perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.